Event description:
Spoke to pd nurse (B)(6) from (B)(6) at (B)(6) on (B)(6) 2025 at 2:03 pm cst and was able to confirm that the treatment was completed on the cycler on the reported date and on the following days. The pd nurse confirmed that the surgery performed on (B)(6) 2025 was a peritoneal dialysis (pd) catheter replacement. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".